Manufacturer narrative:
Initial.

Event description:
It was reported that the charging pad exhibited intermittent charging of the ilet, with the pad¿s indicator alternating between flashing green and solid green despite correct orientation and direct connection to a wall outlet. Symptoms included no patient injury or clinical effects. Outcomes included replacement of the charging pad and user education to monitor charging performance and call back if issues persist. Investigation included troubleshooting with the user and logistical replacement of the accessory. Investigation of this case revealed a suspected malfunction of the charging pad component resulting in inconsistent power transfer to the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction of the charging pad.